Event description:
It was reported that the pump had flipped and the refill alarm was sounding. A revision was planned. The type of medication delivered by the pump was not reported; device registration system indicates dilaudid. The pt was being managed with oral medication. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
.